Event description:
It was reported that this implantable lead was part of system revision due to infection. Additional information indicated that implantable lead was removed with simple traction after the lead was unscrewed. No additional adverse patient effects were reported. This implantable lead was explanted.